Manufacturer narrative:
Medwatch number: mw5070613. Sus voluntary event report was received.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited intermittent capture. The right ventricular lead was noted to have externalized conductors. The leads were explanted and replaced with competitor products. The patient was stable before, during and post procedure.